Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The home patient (hp) had a supply bag on a pole and the bag fell and disconnected. The technical service representative (tsr) explained the meaning of the alarm and advised the hp needed to end therapy and start over with new supplies or do a manual exchange. The tsr advised the hp would need to call the peritoneal dialysis nurse (pd rn) and inform of the alarm. The tsr had the hp recycle the power. The hp stated he would disconnect and call the pd rn in the morning and restart therapy tomorrow night. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Problem was confirmed to be a use error based on customer contact. Specifically, the customer stated they had supply bag hanging from a pole. Patients are instructed to put supply bags on a flat, stable surface to prevent bags from falling. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.